Event description:
It was reported that during a total laparoscopic hysterectomy procedure, in the middle of the case the white tissue pad fell off. The location of the tissue pad is unknown. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device received was returned with the tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.